Event description:
It was reported by a hospital that during the pt's initial implant surgery, the generator's setscrew was not able to be tightened. The screwdriver turned around inside of the header, but a clicking noise was not heard, which indicates the setscrew has been sufficiently torqued. It was not known if another screwdriver was used. Another generator was opened and was used without issue. The suspect product was returned to the MFR for analysis.